Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove an active right ventricular (rv) lead due to lead fracture/non function. An abandoned rv lead was present within the patient as well, but was not targeted for extraction. The non-targeted abandoned rv lead was discovered to be crushed at the clavicle region, and significantly adhered to the vasculature by calcification and fibrous adhesions. Therefore, it required the lead to be pulled out of the way to separate it from the targeted lead. To achieve this, an lld was attempted first, but would not go down past the area where the lead was crushed. Next, a cook medical bulldog lead extender was successfully used to manipulate the abandoned rv lead away from the targeted rv lead. Then, a spectranetics lead locking device (lld) was inserted into the active rv lead to provide traction. Beginning with a spectranetics tightrail sub-c rotating dilator sheath on the active lead, advancement was successful through the upper vasculature. Next, a spectranetics 13f tightrail (long) was used to continue farther down the lead. However, while the tightrail was in use, the abandoned rv lead buckled, likely due to the forward advancement of the 13f tightrail on the targeted lead, and the patient's blood pressure dropped. Rescue efforts began, including rescue balloon, pericardiocentesis, bypass, and ultimately a thoracotomy. An approximate 10 cm spiral perforation of the superior vena cava (svc) was discovered, in the area where the abandoned rv lead had buckled. The svc repair was extensive but successful, and a partial open lead extraction of the active rv lead was performed. The patient survived the procedure. This report captures the 13f tightrail which likely caused the abandoned rv lead to buckle, creating the perforation, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.